Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-23673 , 3006705815-2020-30568. It was reported the patient was not able to enable MRI mode due to a suspected issue with the leads. In turn, diagnostics showed all high impedances on both leads. As a result, the system was explanted and replaced to address the issue.